Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced fluctuating blood glucose (30-300 mg/dl). The customer declined to provider further information.